Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information or if the device is returned at a later time, this report will be supplemented. Cross-reference: (B)(4).

Event description:
Olympus was informed that during a diagnostic transurethral resection of the bladder tumor (turbt) procedure, the physician was resecting the tumor when the loop broke off and fell inside the patient. The physician used a grasper to retrieve the fragment. A second device was used but the same phenomenon occurred. The intended procedure was completed with a third similar device. There was no report of patient injury. No additional information was provided. Report 1 of 2.